Event description:
Corrected data noted patient suspected an allergic reaction and was treated with prednisone, antibiotics, and 3 hylenex injections. Symptoms are ongoing.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, h6.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® xc in the midface. An unknown amount of time after, the patient had [not device related] "covid/flu and pneumonia". Patient began to experience "prolonged swelling" sometime after. Patient has been treated three times with steroids and antibiotics. Hcp later reported the patient is experiencing nodules. Symptoms are ongoing.

Event description:
Additional: patient later reported they have nodules on the cheek area reaching from the cheekbone to just before the ear, as well as nodules under the right eye, the left temple, and the chin. Patient stated the chin nodules have resolved post hylenex injection. Patient noted they have received prednisone after visiting their primary care physician for what they believed to be an allergic reaction, antibiotics, and 3 hylenex injections.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5 and h6.